Manufacturer narrative:
Product analysis the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor was fractured at 19 and 19.5 cm from the connector pin. Concomitant medical products: 694765 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was removed at the time of the right ventricular (rv) lead revision procedure. There was no issue noted with the ra lead at that time. The ra lead was returned, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.